Manufacturer narrative:
A partial lead was returned in one piece measuring 8.4cm/8.1cm ( (inner insulation and inner coil/outer insulation and outer coil). The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-01528; 2938836-2020-01529. It was reported that patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.